Manufacturer narrative:
Additional information was received that the root cause of the alleged problem was with o2 sensor readings which only monitors the fio2 and not actual delivery. This is not a reportable malfunction. The initial aer was filed with the incorrect e1 country name as "india". Hence updated the same to correct country name as "nepal".

Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement reported.